Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00634. It was reported that one of patient¿s lead migrated. As a result, surgical intervention was undertaken where in the lead was explanted and replaced restoring the therapy. It is unknown which lead is liable so both leads are reported.